Event description:
When the table was being raised, the table top began to tilt on its own and could only be stopped by removing power to the table. It was found that the wires connecting the relay controller to the microswitch had been cut, exposing wires. When the table was raised, the bare wire would short on table chassis causing the table to begin tilting. Hosp staff contacted the service manager for a skytron dealer. He indicated that some of these units were shipped from the factory without the relay controller cable properly secured.